Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the pump. Customer's blood glucose value was 163 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the reservoir had air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm due to corrosion on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify no bg meter communication errors due to critical pump error open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.